Event description:
Follow up information identifed the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy was resumed postoperatively.

Event description:
Follow up information identified the relocation of the ipg resolved the issue. The patient never lost therapy.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or recharged her ipg in approximately a year. The ipg is unable to communicate with the external devices and troubleshooting was unable to resolve the issue. The patient has requested to be explanted thus surgical intervention may be pending to address this issue.